Manufacturer narrative:
B5: the device also contained citrate buffer and sodium chloride 0.9%. H4: the lot was manufactured between october 9, 2023 ¿ october 13, 2023. H11: the device was received for evaluation. A visual inspection was performed, and fluid inside a bag that contained the unit was observed which suggested a leak occurred. Further inspection revealed broken tubing at the solvent-bonded junction of the flow restrictor. Remnant of the broken tubing remained inside the solvent-bonded area of the flow restrictor. The morphology of the broken tubing end and internal sites of breakage suggested there was extra solvent present which caused melting of the tubing. The reported condition was verified. The cause of the broken tubing was due to improper solvent application during manufacturing. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow restrictor of a large volume infusor fell off the tubing which resulted in a fluid leak into the sealed over pouch. This event was observed while checking the infusor for the expiry date prior to patient use. The device was filled with flucloxacillin. There was no patient involvement. No additional information is available.